Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device change out procedure, this defibrillation lead exhibited high, out-of-range shock impedance measurements greater than 200 ohms when connected to the new device. Review of trends from the old device also revealed multiple instances of 0 ohms shock impedance measurements, but then returned to the 70-80 ohm range. The lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.